Manufacturer narrative:
The device has not been implanted and will be returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Intra-operative testing showed abnormal impedances (hsc?) After the insertion. Hence, a back-up device was used and implanted successfully. The surgery was not prolonged.

Manufacturer narrative:
Conclusion: device investigation revealed mechanical damages to the electrode lead, which are likely caused by surgical mishandling during implantation surgery. DHR review showed no abnormalities, confirming that the device was manufactured and released in accordance with specifications. A back-up device was implanted. This is a final report.

Event description:
Intra-operative testing showed showed abnormal impedances (hsc?) After the insertion. Hence, a back-up device was used and implanted successfully. The surgery was not prolonged.